Event description:
It was reported that the pump declared an altitude alarm, which caused an interruption in the customer¿s insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Initially, attempts to clean the speaker holes and reconnect the cartridge did not resolve the issue, and the alarm recurred with a new cartridge. Technical support instructed the customer to wait for moisture to evaporate, but the problem persisted. Consequently, technical support arranged to send a replacement pump and cartridge, ensuring the customer understood how to transfer settings and connect their cgm. The customer was informed of the shipment details and advised on returning the faulty pump to avoid charges. The replacement pump was confirmed under warranty and was equipped with the latest software, with further updates available in the customer¿s account.